Event description:
Per vascular surgeon except documentation of actual readings. "She was given 100 ml of bolus of dextran, started on 50 ml per hour drip. She was only 52 kilograms and because of the problems we have been having with adequate anticoagulation based on acts, I decided to start off with 8000 units of heparin. Waited the appropriate circulation time, and had an act done. I was only reading about 230 (actual reading was 221.) I gave her another 2000 units of heparin, waited again until a repeat act was done after adequate circulation time. It was still less than 250, (actual reading was 246) but was over 240 and therefore decided to proceed with instructions to repeat the act, if I was still working in 20 minutes. At this point, I was concerned about giving her too much heparin and causing an intracranial bleed, especially in light of our extensive revascularization. At this point, we then reversed. I should note that at the time of about halfway through the anastomosis of the right graft to the right common carotid artery a repeat act was done. At this point, it was 209 (actual reading was 203.) This was a significant fall despite giving 10,000 units of heparin to a 52 kg woman. In fear of her causing an intracranial bleed, I chose not to give any additional heparin as at this point, we did not have many more minutes to go to complete the right anastomosis and therefore reestablish flow and already the left carotid had native flow going through it. With that decision now made, I completed the operation as noted. We then did the completion arteriogram. Once I was happy with how that looked, we then reversed the heparin with 50 mg of protamine."unfortunately, patient stroked post-operative, multiple large embolic strokes.